Event description:
It was reported that during a demonstration of the drill guides, the threaded portion unscrewed from the drill guide.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2013. The investigation included: methods: eval of actual device. Review of device history records. Review of complaint history. Results: eval of complaint related device: the drill guides were returned for analysis and the complaint was confirmed. A review of the mfg records for lot 18525-01 revealed that all released components within the lots satisfied all applicable mfg specifications or were evaluated by engineering and determined to be functional despite not meeting certain specifications. A ncmr was generated for (B)(4) pieces that were missing colored epoxy used as an identifier and (B)(4) pieces were rejected for under-tolerance of the thread to the go/nogo gage, but no other non-conformities were identified that would cause or contribute to the event. The (B)(4) parts with the epoxy issue were segregated from the lot and scrapped. The (B)(4) pieces with the tolerance issue were dispositioned as uai (use as is) with a rationale that the parts are functional with the mating plate. Review of complaint history: complaints were reviewed since product launch ((B)(4) 2013) and a total of (B)(4) complaints have been reported regarding the total foot system ii drill guide threads separating from the drill guide body. (B)(4). Conclusion: root cause: a definitive root cause was not determined due to not having al parts fail and the multitude of variables in the process, but the most probable root causes are listed below. Using only one container for weighing and mixing the adhesive components resulting in an in-balanced mixture ration of epoxy to hardener. Uneven or insufficient application of epoxy to component resulting in week bond forming when the epoxy cured. The time to build the job exceeded the life time span of the mixed epoxy resulting in a weakened bond forming when it fully cured. The potential for the epoxy to not fully cure overnight due to the fact that these times are not capture nor are there in controls set around this time in any of the documents. Elevated temp cure may not have occurred due to the fact that the process step is not capture on any work orders. In response to this complaint, the supplier has been issued a supplier corrective action request. CAPA has to be open to internally investigate the issue, capture all investigation details and implementation of corrective actions and update the risk documentation as needed. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.